Event description:
It was reported that during parotidectomy procedure the teflon pad split during use on the patient. They slid the pad over to complete the procedure. The pad was still intact at the end of the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 8/29/2008. Information not available, device not returned for analysis.